Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. Site of insertion was right abdomen. Detachment was from site. Infusion set was in use for 1 day. Event took while sleeping. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008387, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008387". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008387 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine multivac 12 on 31/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g03625 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 30/jul/2024, with a total of (B)(4) units. The lot 4g01705 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 27/jul/2024, with a total of (B)(4) units. The lot 4g01712 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 28/jul/2024, with a total of (B)(4) units. The lot 4g01712 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 28/jul/2024, with a total of (B)(4) units. The lot 4g06383 was manufactured according to the wi version 42 and manufactured in the machine mp08 on 31/jul/2024, with a total of (B)(4) units. The lot 4e02882 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp05 and mp08on 20/may/2024, with a total of (B)(4) units. The lot 4f03167 was manufactured according to the wi version 41 and manufactured in the machine mp04, and mp08 on 25/jun/2024, with a total of (B)(4) units. The lot 4f03170 was manufactured according to the wi version 41 and manufactured in the machine mp04, and mp08 on 30/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.